Event description:
The customer reported that the system would not make any x-rays. The system was going to be used for a procedure, but when it would not work, the system was replaced by another unit.

Manufacturer narrative:
The ge service rep went on site for no image. He found that the lemo receptacle need to be replaced due to a connector that would be pushed out when ever the interconnect cable was plugged in and that was causing no image when the customer tried to make x-rays. Tested the system and it functioned as intended.